Event description:
It was reported that the patient experienced redness at the lead site. The patient failed to fill her antibiotic prescription. She was immediately put on keflex for 2 weeks. When she came back in, she was put on zyvox in addition to keflex. The patient was seen today and the redness was gone. The lead still remained inside the patient. If the physician finds redness and puss in the pocket during the generator implant in 2009; he will remove the lead and allow the infection to heal before implanting again.